Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced poor vision. Hence the lens was explanted and replaced with another lens in a secondary procedure. There was no patient harm. The patient's issue was not resolved. The surgeon's prognosis was that, patient was experiencing persistent corneal edema and iritis.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).